Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
The customer confirmed the load was recalled. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), concomitant product evaluation, product return and retains analysis. The DHR could not be reviewed without the lot number available. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number could not be performed without the lot number. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The product was not returned for evaluation. Retains testing could not be performed without the lot number available. A field service engineer was dispatched to the site to assess the concomitant unit. The equipment did not present any cancellations. The unit passed all testing performed. The issue was not confirmed by the onsite visit. Follow up with the customer indicated use error may have contributed to the event. The biological indicator was set up improperly by the customer, which led to a positive result. A clinical representative visited the site to educate the customer on proper use of the product. The issue will continue to be tracked and trended.